Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. Date of implant has been estimated. UDI# - in the absence of reported part number, UDI cannot be calculated. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of angina, aneurysm and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the index procedure in (B)(6) 2015 was to treat a lesion located in the mid to distal left anterior descending (lad) artery. Vessel sizing was performed and the vessel diameter was determined to be greater than 2.5 mm. An unknown absorb scaffold was implanted. In (B)(6) 2016, the patient presented at (B)(6) hospital with angina. An angiography was performed and an aneurysm was found. It was decided not to treat the aneurysm; however, the patient was started on dual anti-platelet therapy again and asked to return for a follow-up in (B)(6) 2017 at (B)(6) hospital. On an unspecified date the absorb scaffold developed restenosis which was treated with a drug eluting balloon (deb). In (B)(6) 2017 a second restenosis occurred in the proximal absorb scaffold segment and an aneurysm in the central segment. The patient was treated again with a deb. No additional information was provided.